Manufacturer narrative:
The toric lens was returned positioned incorrectly in the replacement lens case inside the replacement lens carton (company 20.0 diopter). Solution and blood was observed on the lens. The toric axis marks were observed. The optic was cut into multiple portions. Not all optic portions were returned. The lens has been replaced into the replacement lens case incorrectly, resulting in additional optic damage and a broken, smashed distal area to one haptic. The optic portions have additional cracked and torn areas. The power (sphere and cylinder) and optical resolution cannot be re-evaluated due to the extensive lens damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic combination was indicated. The explanted lens was returned cut into pieces, typical of an insertion and removal. Additional lens damage was observed. The root cause cannot be determined for the reported complaint. A facility representative reported an explanted iol with patient reason vision compromised by dislocated iol. Clinical reason given was zonules/bag unable to support single piece toric iol. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine qee acceptability per the lens model and diopter. The power (sphere and cylinder) and optical resolution of the returned lens could not be re-evaluated due to the optic damage. The company (1.50 cyl.) 20.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with an company 20.0 diopter lens. The information provided in the file of patient's zonules/bag unable to support single piece toric would support that the replacement lens model and diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision was compromised by dislocated iol.the lens was exchanged for another lens model 4 months following the initial procedure. Clinical reason for explant was mentioned as weak zonule / bag which did not support single piece toric lens. Additional information has been requested.

Manufacturer narrative:
Correction information provided in d.9.